Event description:
The patient was implanted with a left ventricular assist device. Approximately 1 day post-implant, the surgeon reported that a decision was made to exchange the pump due to insufficient unloading of the left ventricle, as observed during an echo. The pump flow was relatively high at 8 lpm. Power cable disconnect alarms were also reported, despite replacement of the system controller, power module (pm) and pm patient cable.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.